Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. An angiography showed a proximal type I endoleak from the trunk-ipsilateral leg component, which was repaired by implanting an aortic extender component ((B)(4)). Final angiography showed that the endoleak was resolved, and the patient tolerated the procedure. On (B)(6) 2015, a follow-up computed tomography scan reportedly revealed a proximal type I endoleak. The physician attributed the endoleak to dilation of the proximal neck, causing loss of circumferential wall apposition of the (B)(4). On (B)(6) 2015, the patient was implanted with two additional aortic extender components to treat the type I endoleak. The endoleak was resolved, and the patient tolerated the procedure.